Event description:
The customer reported that the system intermittently displayed poor image quality.

Manufacturer narrative:
The ge service rep ordered and replaced the ccd camera. The system is operating as intended.